Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt was implanted with uss hardware at l4-s1 in 2007. Approx. One year post index procedure the surgeon noted two broken rods; the pt was fused at this time. Surgeon monitored the pt for a 9 month period at which point a rapid onset of adjacent level disc disease was noted. Pt returned to operating room on (B)(6) 2012. The screws at l4 were removed and exchanged for larger screws along with 2 rods, 2 collars and 2 nuts. An additional 4 collars and 4 nuts were removed concomitantly to facilitate extension of the fusion construct. This is the 3rd of 8 reports submitted on this event.